Event description:
It was reported that during an ent procedure, the saline pump handle of the werewolf controller broke off. The procedure was successfully completed with a surgical delay greater than 30 minutes using a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. It was determined the device did not contribute to the reported event. Visual inspection of the customer provided pictures shows a werewolf stored in a case with the werewolf pump handle broken off. A review of risk management files found that the reported failure was documented appropriately. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reported events. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could contributed to the reported event include rough handling of the pump door handle or hitting the handle with an external object. No containment or corrective actions are recommended at this time.